Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse replaced the glucose module. Although parts were replaced, a specific root cause of this event was not determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 of for add'l reportable events.

Event description:
Customer reported that erroneously low glucose retest result was generated by the synchron lx20 clinical system. The retest result is approx 20mg/dl lower than the initial result. The sample was retested on a different system and yielded a result closer to the original result. The result from the retest on the different system was reported out of the lab. It is not known if there was any change to the pt's treatment or care. There is no report of any adverse event or medical intervention to prevent or preclude and a serious injury.